Event description:
The patient's right femoral vein was accessed, a .038 guidewire (provided in the catheter tray) was advanced without difficulty. In preparation for the insertion of the 13.5f dialysis catheter the subcutaneous tissue was dilated twice (dilators included in catheter tray). The dialysis catheter was then advanced over the guidewire, again no resistance was experienced, however resistance was felt when the guidewire was being removed. The physician's assistant then removed the entire system, catheter and wire (wire completely intact); hemostasis was obtained and the catheter was placed via another access site. Upon inspection of the device after removal, the wire appears to have exited from a side "window" at which point the wire frayed. The "window," from which the wire exited, is typically not "open" but appears to be more of an indentation in the catheter structure.